Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a total abdominal hysterectomy procedure, the device was fired on thick cancerous tissue. Firing was done correctly but after final activation tone signalling that energy delivery was complete and knife blade was advanced, the knife blade and handle locked on tissue. An additional energy delivery was applied until completion for another cycle, still with no ability to move knife blade. On third full activation of energy, the knife blade was able to be fully returned to the home position, and the handle was able to release from the tissue. On a later activation, energy delivery went on for over twenty seconds with no completion tone. Case was completed without issue using a ligasure impact. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p91u6h. Device analysis: the device was returned in good physical condition, with no apparent damage. The device was tested on the generator and passed all functional and mechanical testing. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). The knife was advanced and returned unaided every time. No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. The jaws were conforming, and both the tip force and jaw gap were within specifications. Based on the event description the device was dissembled to ensure that the knife mechanism was as assembled correctly. The knife mechanism was assembled correctly. The knife advanced and returned with no issues. No other mechanical or component issues were noted. There was no damage to the knife or excessive tissue build up that would interfere with adequate knife performance. The device was found to be conforming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.